Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-operatively, the patient returned with pain at l2-l5, (previously fused levels). X-rays indicate that the set screws were loose. A revision was done that showed two set screws had disengaged from the screw heads at levels l4-l5. No further details are known at this time.

Manufacturer narrative:
(B)(4): the devices were not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Ap <(>&<)> lateral x-rays show decompressive laminectomy l4-l5-s1 with pedicle screws and rods inserted via open technique. Lateral view appears to show set screws loose and out of tulip head at l4-l5.

Manufacturer narrative:
Analysis of the returned device shows that visual and optical examination did not find set screw thread damage. Rod interface witness marks consistent with full tightening. Functional evaluation with sample fas found set screws able to be fully engaged in fas head. After visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implants; unable to definitively determine specific root cause of the foregoing event from the available information. Ap and lateral x-rays show decompressive laminectomy l4-l5-s1 with pedicle screws and rods inserted via open technique. Lateral view appears to show set screws loose and out of tulip head at l4 and l5.